Manufacturer narrative:
Concomitant product: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal 1000 mcg/ml (dose 251.2 mcg/day) via an implanted pump. Indications for pump use was intractable spasticity and cerebral palsy. The patient's medical history and concomitant medications were unknown. The patient had experienced withdrawal symptoms since (B)(6) 2015 and they were not sure it if was catheter related or scar tissue related. The patient had a couple of physicians who manage the pump and were trying to get a hold of a manufacturer representative (rep). The surgeon asked the reporter to find out who in the area could do a side port aspiration as they wanted that done first before a dye study. The reporter did not immediately put the patient on oral baclofen because the patient saw a pain management healthcare provider (hcp) for something unrelated to the pump and gabapentin was prescribed by the pain management hcp. The reporter wanted to make sure that the dose was lowered before starting oral baclofen on (B)(6) 2015; the patient was up to 35 mg of oral baclofen which was not helping the patient's symptoms. The change in therapy/symptoms was sudden. The patient's withdrawal symptoms were increasing. They had been working with the pump managing hcp and surgeon to resolve. The reporter spoke to the nurse at an hcp's office who stated they only do dye studies and refills but don't so side port aspirations was requested by the surgeon. The surgeon was trying to get some diagnostics on board so they didn't have to make the drive until it was needed. The first thing they noticed was excessive rigidity, then the patient's clonus started outside of all normal boundaries. The reporter called in right away to the hcp's office and spoke to the nurse who did not believe that patient was having withdrawal etc. The situation was being addressed by the hcp. It was further reported the current managing hcp was unable to do the side port aspiration as the surgeon had requested before going to the next step which was a dye study. Physician locator listings were requested. Other medications the patient was taking at the time of the event, pertinent medical history, the cause of the withdrawal symptoms, diagnostics per formed with results, and actions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.